Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was being used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the bile duct performed on (B)(6) 2012. According to the complaint, during the procedure the probe was unable to provide an image. A second spyglass probe was used to complete the procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine. On (B)(6) 2012, the investigation revealed that the probe had been broken approximate 2 cm from the distal tip, making this a reportable event.

Manufacturer narrative:
Although the patient's exact age is unknown, she is over 18 years of age. (B)(4) for the reported event of probe detachment. A visual examination of the returned device revealed that the probe had been severed approximately 2 cm from the distal tip. Imaging of a test target could not be conducted without the distal lens assembly. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A similar complaint trend review revealed no other similar complaints and the device history record review revealed no discrepancies or deviations.